Event description:
The patient reported that the previously working patient activator was no longer working. The batteries were changed and it still did not turn on. The patient activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.